Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperative, handpiece had blade stuck inside and broken. There was no patient involved.

Manufacturer narrative:
H3: only a portion of the inner assembly was returned for analysis. The inner shaft was broken 0.52 inches from the distal end of the inner hub to the broken point. There were traces of a black residue observed on the broken shaft. The chevrons at the proximal end of the hub were damaged, and the distal end (outside diameter) of the hub was deformed. The outside diameter of the inner hub shall measure 0.330 ± 0.002 inches and measured 0.329 inches in the undamaged area and up to 0.350 inches in the deformed area. The device failed functional testing due to the damaged condition upon return and the inability to load the device into a handpiece. The complaint was confirmed, due to an out of specification condition. H6: previous codes b21 and c21 are no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.